Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the patient had very poor near and intermediate vision. Her visual acuity (va) for near vision was 20/100, intermediate vision was 20/30 and distance vision was 20/25. Additional information has been requested, yet no new information received. This report is associated with multiple complaints. This file is 1 of 2.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (dft315-615) that is sold in the united states under (PMA/510(k) # (p930014). The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.